Event description:
It was reported that the ventilator failed internal leakage test and safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
The ventilator failed internal leakage test during pre-use check. The device failed to meet its specifications. There was no patient involvement. There have been no adverse events sustained as a result of the issue. On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the issue was related to the expiratory channel printed circuit board (pcb). The part needs to be replaced. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. No device logs were provided. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to expiratory channel pcb.

Event description:
Manufacturer's ref# (B)(4).